Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a patient experienced a pericardial effusion. During a pulsed field ablation (pfa) procedure where a faradrive steerable sheath (clear) - us was selected for use, however, during transesophageal echocardiography (tee) imaging, it was noted that a pericardial effusion had developed in the superior aspect of the heart. Pericardiocentesis was performed removing approximately 1000cc of blood to treat the effusion. It was not confirmed, but the physician suspected that the versacross connect device perforated the heart wall while trying to attempt the second tsp for the laac procedure. There were no further complications, and the patient was kept overnight for observation. The patient was discharged home the next day with no further complications. The device is not expected to be returned for laboratory analysis.